Event description:
It was reported that a patient had loss of therapeutic effect. It was reported that yesterday when the patient turned stimulation on ¿it wouldn¿t come on¿ but he felt ¿a little stimulation on my left leg but nothing since¿. It was stated that the patient had ¿major problems¿ with the upper site where the paddle was put in. It was reported that the patient had bad cramps and ¿thought it would drop him to the floor¿. It was stated that the patient saw his healthcare professional (hcp) for the cramps and he was prescribed valium. It was noted that the hcp said the site looked ¿good¿. The patient reported that he had pain across his shoulder blades. It was stated ¿this morning I was brushing my teeth and I bent forward and had major pain and it took my breath away and it¿s been that way all day, just hurting and cramping up there¿ and noted that then the stimulator stopped working, ¿it quit¿. It was noted that the hcp had to ¿remove a piece of bone on one of the vertebrae to make room for the paddle¿ and told the patient it would be more extensive and would take more time. The patient indicated that ¿he thought he would be doing better by now¿. It was noted that the patient only had one of the ¿perimeters¿ turned on currently but had been able to change the amplitude, and had an appointment in two weeks to set up ¿the stabilizers¿. It was stated that it appeared the patient was talking about activating adaptive stim. The patient stated that his therapy was ¿working great but something has changed¿ and that he ¿would think that after 4 weeks things would be good by now¿. The patient reported no falls or trauma. The patient noted that this was his 6th back surgery and had had not been bending or twisting at all. Additional information received reported that the patient had no stimulation sensation. Additional information received reported that a manufacturer¿s representative spoke with the patient and would attend his hcp appointment on (B)(6). Additional information received reported that an x-ray of the lead placement was done. It was stated that it did not appear that the lead moved at all. It was stated that no malfunctions were seen or cause of the issue determined. It was noted that the patient was prescribed muscle relaxants to address muscle spasms. It was reported that the programming was changed and the patient was now getting total pain relief in the targeted areas (low back and legs). It was stated that the pain between the shoulder blades did not appear to be stimulation related at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).